Event description:
It was reported that during a da vinci-assisted splenectomy procedure, the surgeons clutch buttons were not working. The surgeon was hearing the audible tone when clutching, but the instrument arms were still moving when the finger clutches were applied. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the surgeon verified the finger switches were turned on and the system had been power cycled. The tse walked the customer through a hard power cycle and epo. The customer powered the system back on, docked the system, and reinstalled the instruments. However, the surgeon then said he was not able to control the instruments at all. The surgeon then opted to convert to the procedure to open surgery.

Manufacturer narrative:
An isi field service engineer (fse) further investigated the customer reported issue. The fse was unable to reproduce the customer reported issue but noted that the grip pad was improperly placed. The fse reconfigured the grip pads to proper placement. The fse then tested the system tested and verified the system as ready for use. A review of logs show there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.